Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2014. The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: unable to duplicate complaint. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The last basal delivery and the last bolus delivery were on (B)(4). Pump was manually suspended on (B)(4) 10:07; deliveries never resumed. Pump was manually suspended on (B)(4) 2014:24 and manually resumed at 15:02. Manually suspended on (B)(4) 15:56 and manual resume 16:15. Typical usage observed in alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate. Unrelated to the complaint, the battery compartment is cracked from bumper pad to cover.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been admitted to the hospital with an unknown diagnosis. The patient had been vomiting and had a blood glucose over 400 mg/dl. Patient was hospitalized for one day and treated with IV fluids, and insulin via pump and injections. During troubleshooting, customer support did not identify any medications or disease management issues which may have contributed to the bg excursion. Review of the pump did not identify any potential causes of inaccurate delivery. All settings and records were as expected. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.